Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging "h" onetouch verioiq system kit was missing the literature. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately noon, the patient alleged the issue first occurred. The patient reported using self adjusting insulin (unknown type). The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However the patient reported an hour and a half later, she developed symptoms of "sweating and shaking." The patient denied receiving any further treatment in response to her symptoms. At the time of troubleshooting, the cca educated the patient on the correct contents of the box, and confirmed there was missing product from the system kit and the closure seal was found to be intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she was unable to test and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.